Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Literature title - outcomes of semiconstrained total elbow arthroplasty performed for arthritis in patients under 55 years old. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Approximately three (3) weeks ago, a journal article was retrieved from journal of shoulder and elbow surgery (2019) that reported a retrospective, single-center study from (B)(6) from 1998 to 2008 that looked at outcomes of semiconstrained total elbow arthroplasty (tea) for patients with arthritis under 55 years old. The purpose of the study was to investigate the mid-term survivorship of primary tea in patients who underwent a linked semiconstrained arthroplasty before 55 years of age. The study reported one patient underwent a right ulnar revision due to aseptic loosening 15.14 years post-operatively.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.